Event description:
Customer stated, "starting smelling burning last week but then decided to continue to use it this week and then it sparked right by where the cord goes into the pad." The product was returned for investigation. An investigation was done to look into the customers complaint. The investigator observed that the pad had a burn near the butterfly. This was the source of the sparking and was due to excessive cord twisting from wrapping the cord under the switch. The product was being misused. The pad was bunched, stained, had bent leads, and bent thermostats, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." Additionally, the user continued using the product after smelling burning. IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration." The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.